Event description:
Information received a smiths medical ambulatory infusion pumps/cadd ms3 pump 455325 has not been infusing patients medication remodulin., as the patient could not remember the last time she mixed or changed her cartridge. Her last site change was (B)(6) 2020. When the patient went to check her pump for a new dose, the cassette was full. The patient did not report any pulmonary arterial hypertension symptoms, like shortness of breath. The patient then switched to her working back up pump. Few hours after her maintenance dose the supplier got a call that she is having head aches, muscle pain and diarrhea. Reported she went to the hospital and unknown if patient was admitted. No further information, other than patient had a back up pump and event was resolved.